Event description:
The customer reported the system would complete boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the rtos and gpos single board computers. The system operates as intended.